Manufacturer narrative:
Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after penetration and during retraction there was blood leakage at the septum with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from (B)(6) to english: after complete penetration and during needle retraction it is noticed that blood leakage at septum.

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9106507. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Based on our review of the returned unit, our engineers were able to confirm the reported leakage. Unfortunately portions of the device critical to our analysis of the root cause were not included with the device we received. Without the septum and device body, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that after penetration and during retraction there was blood leakage at the septum with a bd pegasus¿ safety closed IV catheter system. The following information was provided by the initial reporter, translated from chinese to english: after complete penetration and during needle retraction it is noticed that blood leakage at septum.